Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced power loss, pump error 23(post-reset ram crc alarm), multiple battery but did not work. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer was able to clear the alarm. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
No blank display dung testing. Pump passed displacement test, self test, active current measurement and sleep current measurement. No failed batt test alarm or pump error 23 noted during testing. Pump successfully downloaded to thump. In further review found multiple error 23 in history file on 12/22/2025 19:11:04.000, 12/22/2025 19:11:15.000 due to pump monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm or loud/noise anomaly noted. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. With reference to the baat tool instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records not confirmed. Battery cycle 6.0 received the lowbatteryalert (104) on 12/22/2025 08:58:00 after more than 7 days at 16.09 days. Battery cycle 5.0 received the lowbatteryalert (104) on 12/05/2025 20:52:00 after more than 7 days at 14.14 days. Battery cycle 1.0 received the lowbatteryalert (104) on 11/21/2025 08:04:00 after more than 7 days at 14.89 days. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly noted. The p-cap locks properly in place in the reservoir compartment noted. Pump received with scratched case, stained keypad overlay. Blank display not confirmed. Customer alleged for unexpected battery power loss, low battery alert, charge/battery lasts less than expected, failed batt test alarms not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.